Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a broken solder joint of a component on the interface board.

Event description:
The customer reported that the insulin pump had blank display. Troubleshooting was performed. The customer stated that she went to give herself a bolus and noticed that the screen was off. The battery was changed and the device did not turn on. No further info was reported.